Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that arterial cannula 20g/45mm was used and caused an infection. This occurred on 57 occasions. The following information was provided by the initial reporter: arterial cannula has to replace due to causing infection and doesn't no exact reason.

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the photos, deformation of the blister unit packaging with no torn bottom web packaging was observed. There was also a label seen which was not pasted by tuas manufacturing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The endotoxins result for this complaint batch is within the acceptance criteria. There is no representative sample returned for the investigation of this complaint, if representative samples were returned, they could be further investigated. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that arterial cannula 20g/45mm was used and caused an infection. This occurred on 57 occasions. The following information was provided by the initial reporter: arterial cannula has to replace due to causing infection and doesn't no exact reason.